Event description:
A report was received that the patient complained of pain in the right flank. During a lead revision procedure, the physician repositioned the ipg to ensure that the lead could be placed away from the right flank. Later, the patient complained of difficulty charging. The physician revised the pocket site for a shallower placement. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.